Event description:
Complainant states that the anxiety experienced from using the hiv testing system contributed to an exacerbation of an underlying heart condition of unspecified severity leading to hosp visit or admission. Because of the anonymous nature of the device, add'l info is unavailable.